Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was unknown. It was reported that the patient came in with overdose symptoms on (B)(6) 2020 and they had to give the patient narcan. The pump is not audibly alarming that they can hear of. Caller was disconnected in the middle of the call. Technical services (ts) called back and got another hcp on the line and they stated they no longer needed assistance and ts was unable to retrieve any further information. There were no further complications reported/anticipated.